Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the patient had an overdischarge because, she could not get the belt around her for recharging as she was a large person. The belt did not fit. The patient was to be scheduled for battery replacement in near future.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was in suspected over-discharge. It was stated that there were telemetry issues. It was reported that the last time the patient felt any stimulation was over 12 months ago. It was noted that the patient was pregnant and had not used her therapy during pregnancy. It was stated that the patient met with a manufacturer¿s representative about a month ago to schedule a physician mode recharge (pmr) for today. It was stated that the antenna locate indicated about 26-32 change. It was stated that the ins was difficult to palpate. It was reported that the pmr was started at the time of the report. Additional information received reported that the battery over-discharge was confirmed. A pmr was attempted twice and unsuccessful. It was noted that no further testing could be performed. It was noted that the patient was not receiving therapy at the time of the report and was going to think about her options.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).